Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection and noted a kink tubing in the primary waste line from the waste transfer pump. The pump and tubing were replaced, and no additional maintenance was required. The autocheck and quality control (qc) performed, and the testing passed. The instrument was verified, and the issue resolved. Siemens evaluated the event, and the cause of delay in troponin testing is due to the waste transfer pump. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to inform that a liquid waste reservoir error was obtained on the atellica im 1300 analyzer. The customer informed that the analyzer halted with the error and introduced a delay in the troponin stat testing for patient samples. The customer stated that their alternate atellica im analyzer was not available to run stat troponin tests. There are no known reports of adverse health consequences due to the delay in troponin testing.